Event description:
There was reported that the lead exhibited loss of capture due to lead dislodgement. The lead was removed and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. Analysis was normal and the complaint of loss of capture was not confirmed. No anomaly was found. (B)(4).